Event description:
It was reported patient underwent a right knee debridement post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). B3, d6b, d10: 2022. D10 - medical product: unk persona femoral catalog # unk lot # unk. Unk persona bearing catalog # unk lot # unk. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2024-00008, 0001822565-2024-00009. H3 other text : product location unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, patient underwent a right knee debridement. Eleven months post implantation, due to pain, swelling and arthrofibrosis. During the procedure, hemarthrosis, synovitis and scar tissue were debrided. No product was exchanged. Attempts to obtain additional information have been made. However, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
H6: no findings available is n/a which was reported on initial report. Additional information does not affect the root cause medical records review indicates there is arthroscopic debridement due to recurrent swelling, arthrofibrosis, hemarthrosis, recurrent pain, catching symptoms. Significant scar tissue in the lateral patellar region and lateral compartment, moderate synovitis present. Joint fluid aspiration sent off for cultures and cell count (results not provided). Arthrofibrosis removed with a shaver and ablator. Will need to have her blood thinners dialed in to prevent recurrent hemarthrosis. Patient discharged after uneventful pacu recovery. This event is for pain and swelling and is considered a serious injury as illness or impairment which requires hospitalisation, medical intervention and/or surgical intervention has occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.